Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated fields: outcomes attrib to adv event (b2) and describe event or problem (b5), in section b - adverse event or product problem, and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. Correction to initial MDR in block init rptr also sent rep to FDA (e4), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a farapulse ablation of atrial fibrillation procedure, a nrg transseptal needle was selected for use. The physician attempted to perform the transseptal puncture (tsp) with the faradrive and the nrg needle. After tenting the needle, the physician kept moving the needle inside the patient. After a few positioning in the left atrium, it was noted that some of the contrast was outside of the heart silhouette. The system was withdrawn and performed the transseptal with a non-boston scientific transseptal device. After the procedure, the echo physician confirmed a discreet pericardial effusion. The effusion was drained it and the patient had no other problem. The patient was fully recovered. In the physician's opinion, the nrg needle did not contribute to the event, it was the faradrive dilator that may have contributed to it. The patient has a relative small right atrium and moving it trying to position the sheath in the fossa was the main cause. The device is not expected to be returned for analysis (disposed). It was further confirmed that the patient has been discharged in the next day after full ep procedure protocol. The physicians were monitoring the patient during the whole procedure and, to make sure the puncture really happened, they asked a heart echo specialist to look, which confirms the pe happened and it was discreet. The main md decide to drain just to make sure the patient would not have to be revisited or shock in the recovery room. The nrg was inserted into de faradrive sheath through it's dilator. It was not possible to confirm whether the nrg needle was exposed at the time and the physician was guided to tent prior to expose the needle.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a farapulse ablation of atrial fibrillation procedure, a nrg transseptal needle was selected for use. The physician attempted to perform the transseptal puncture (tsp) with the faradrive and the nrg needle. After tenting the needle, the physician kept moving the needle inside the patient. After a few positioning in the left atrium, it was noted that some of the contrast was outside of the heart silhouette. The system was withdrawn and performed the transseptal with a non-boston scientific transseptal device. After the procedure, the echo physician confirmed a discreet pericardial effusion. The effusion was drained it and the patient had no other problem. The patient was fully recovered. In the physician's opinion, the nrg needle did not contribute to the event, it was the faradrive dilator that may have contributed to it. The patient has a relatively small right atrium and moving it trying to position the sheath in the fossa was the main cause. The device is not expected to be returned for analysis (disposed).